Manufacturer narrative:
A correlation between the device and the reported thrombus at the aortic root could not be conclusively determined. Peripheral thromboembolic events is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 days. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and it was reported that thrombus at the aortic root was found on (B)(6) 2015 during a routine echocardiogram. Echodensity was reportedly seen in the region of the non-coronary sinus and the aortic valve was not opening. No changes would be made to the pump speed to ensure that the clot does not move, and the patient¿s inr would be maintained at 2.5-3.0. The patient was reportedly asymptomatic. No additional information was provided.